Event description:
Pt had been in car accident 12/88 causing an unstable fx l1. A fusion from t12 -l2 with internal fixation using pedicle screws and plates. Pt experienced increased pain the last 12 months. An x-ray showed defor5mity from previous l1 fx with pedicle screws in t12 and l2 with breakage of rt t12 pedicle screw. Solid fusion lt side. Large non union rt side. Bone graft. Back brace post surgery during healing.